Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. It was reported that there was a crack in the case. The crack is seen on the reservoir compartment. Drive support cap appears to be normal. The insulin pump was returned for analysis.